Event description:
The user was implanted in 2018 combined with a labyrinthectomy. In june of 2019, CT scan showed device was in place and that the electrode was fully inserted. In a recent CT scan from may 2022 it was noted that five electrodes were extracochlear. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode array out of cochlea, as confirmed by diagnostic imaging. Re-insertion was attempted but not successful. This is a final report.

Event description:
Reportedly, the user's performance with the device had been declining since mid to late 2021. A revision surgery was planned to reinsert the array. However, during the revision surgery the surgeon met resistance when trying to reinsert the array. The array was fully removed and the insertion probe l was used. When attempting to reinsert the array of the synchrony flex 28, it was noted that a few of the electrodes looked 'lifted' off the array itself. Therefore, the user was re-implanted.